Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on june 05, 2020 that a wallflex biliary rx covered stent was implanted in the common bile duct during a biliary stent implantation procedure performed on (B)(6), 2020. According to the complainant, post procedure, the patient experienced discomfort and increased bilirubin which prompted the physician to check the stent placement. On (B)(6), 2020, imaging was performed and confirmed that the stent migrated. The stent naturally passed out of the patient. Reportedly, the stricture had not yet resolved when the stent migrated. In the physician's assessment, the patient's bilirubin was too high to accept a second procedure at this time and the patient will be re-scheduled for a second procedure for stent implantation. The patient received drug therapy treatment for the discomfort and increased bilirubin. In the physician's assessment, the stent migration may have caused the discomfort and the stent migration caused the increased bilirubin. The patient's condition at the conclusion of the procedure was reported to be stable.